Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A synergy drug-eluting stent was selected for use. During preparation, the technician took the device out of the protective hoop and pulled off the protector from the middle portion of the stent and the stent came off from the stent delivery system balloon. The device was never used inside the patient. The procedure was completed using a different device. No patient complications were reported.